Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2022, further described as "in the last week". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap was cracked. This was observed when the cap was taken off the patient. The cap was on the patient for about 11 hours. There was no report of patient injury; however, the patient was given prophylactic antibiotics. No additional information is available.

Manufacturer narrative:
One actual sample was received for evaluation. A visual inspection with the naked eye noted a crack. Functional testing including leak testing, clear passage testing and clamp function testing were performed and a leak from the damaged tubing was identified. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.